Event description:
Additional information received indicated that the event was discovered remotely. Programming changes were implemented, and the patient was stable post changes.

Event description:
It was reported that the patient's right ventricular (rv) lead had sensing issues on the discrimination channel. The patient was asymptomatic. Further information was requested but not received.